Event description:
It was reported that the catheter placed (B)(6) 2025 and the catheter burst, when patient went to check in rr it shot out, ended up in the emergency room. Date of event 10aug2025. Emergency room doctor placed another catheter; there was a blood clot that developed patient noticed there was something wrong when there was no urine coming out. Date of event for 2nd catheter (B)(6) 2025 went to another emergency room when they removed the 2nd cath there were blood clots coming out. The emergency room doctor placed another cath, it was there for an almost a month until follow up with uro doctor (B)(6) 2025, in office the registered nurse removed deflated the balloon removed the catheter at which point whatever healing took place on bladder, ruptured and pt began to excessive bleeding. Registered nurse got the dr and some additional staff to get the bleeding under control. At which point another catheter was placed. Patient went to the emergency again on (B)(6) 2025 and the dr who saw them discovered that there was a yeast blockage upon switching out the catheter prescribed fluconazole( diflucan), patient was reporting that urine was flowing and clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.